Event description:
Additional information: per the account, the patient was exchanged due to thrombus, then later expired on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined. Device thrombosis, peripheral thromboembolic event, hemolysis, local infection, driveline or pump pocket infection, renal failure, and respiratory failure are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient paged the account on (B)(6) 2018 with sudden chest pain. The patient was started on intravenous (IV) heparin and dual anti-platelet therapy (dapt) due to suspected thrombosis. The account also noted that the patient was switched from clopidogrel to ticagrelor without resolution. The account eventually transitioned the patient to IV heparin and IV cangrelor without success, then argatroban and cangrelor the following 7 weeks. On (B)(6) 2019, the patient had symptoms of fever, chills, and disorientation. Blood cultures were taken and tested positive for bacteremia with enterococcus faecalis. The patient was started on IV antibiotics and continued until (B)(6) 2019. The possibility of a pump exchange was delayed due to the onset of bacteremia. Per the account, a computed tomography (CT) and computed tomography angiography (cta) of the chest were performed, revealing no abnormalities. A tagged white blood cell (wbc) scan was performed and revealed no further evidence of infection. A transesophageal echocardiography (tee) and echo were both performed and revealed severely reduced left ventricular systolic function. Per the account, the pump exchange date is still pending, however, the account does plan to move the patient to another facility where the exchange will occur. No further information was provided.